Event description:
A valiant stent graft system was implanted for the endovascular treatment of a ruptured thoracic aortic aneurysm. It was reported that after successful implantation of the valiant devices, the patient coded on the operating table and expired. Additional information is not available.

Manufacturer narrative:
(B)(4).